Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a defective downstream occlusion (dso) sensor, and the ehl showed many "downstream occlusion" alarms. The cause of the customer reported problem was the defective dso sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.

Event description:
It was reported that the device had an occlusion. There was unknown patient involvement, and unknown signs or symptoms experienced.